Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bar (csp04) fractured, resulting in the patient swallowing a piece of the fractured bar. The patient is in good health and the fractured piece was passed successfully.

Manufacturer narrative:
One bellatek bar was returned for inspection. A visual inspection revealed that the distal extension of the bar had fractured. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The DHR and design were reviewed. Per tis536, the distal extension must be between 0 and 10.7 mm. The bar was manufactured and released per procedure with no documented manufacturing deviations. A singular cause cannot be determined. Device expiration is n/a. UDI: (B)(4).